Manufacturer narrative:
Please find attached the preliminary analysis analysis of the available expertise files confirmed that the pacemaker reset occurred on 10 may 2023. The pacemaker inappropriately identified some electromagnetic signals as a potential failure of the electronic circuit. This led to the observed reset and the de-activation of one power supply overvoltage detector, as per specifications. No hardware issue is suspected; the pacemaker can remain implanted. However, due to the de-activation of the aforementioned power supply overvoltage detector, one of the power supplies is no longer protected against the risk of overvoltage induced by electromagnetic interferences. As a result, medical procedures generating strong electromagnetic interferences, such as MRI scan, electrocautery, rf ablation or external defibrillation, should be avoided until a corrective procedure restores protection against the risk of electromagnetic interference induced overvoltage.

Event description:
Reportedly, the patient came on (B)(6) 2024 for follow up. During interrogation of the device, the physician noticed a reset of pacemaker. Patient didn't have radiotherapy or irm the day of the reset.

Event description:
Reportedly, the patient came on (B)(6) 2024 for follow up. During interrogation of the device, the physician noticed a reset of pacemaker. Patient didn't have radiotherapy or irm the day of the reset.

Manufacturer narrative:
Please find attached the preliminary analysis - analysis confirmed the pacemaker reset occurred on 10 may 2023. The pacemaker inappropriately identified some electromagnetic signals as a potential failure of the electronic circuit. This led to the observed reset and de-activation of one power supply overvoltage detector, as per specifications. - no hardware issue was suspected; the pacemaker could remain implanted. However, due to the de-activation of the aforementioned power supply overvoltage detector, medical procedures generating strong electromagnetic interferences had to be avoided until a corrective procedure restores the protection against power supply overvoltage. - a dedicated software procedure was required to allow restoring of the complete protection against power supply overvoltage and full functionality of the system. - on 09 july 2024, the dedicated software procedure was successfully executed to restore normal pacemaker operation and protection against power supply overvoltage.